Event description:
It was reported that the button 6 and 9 on a novum iq large volume pump were ¿writing¿ 96 when one of the two were pressed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, when the "0, 8 and 9" buttons were pressed they all resulted in incorrect output which confirms the reported issue. The device has been previously serviced for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty front panel assembly which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.